Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump emitted an occlusion alarm during administration of bolus. The reporter was advised by customer support to change the site/cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged occlusion issue was unresolved with troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.